Event description:
Presented to emergency department (ed) (B)(6) for confusion and worsening generalized weakness after recently having a brachytherapy device inserted on (B)(6) 2024. Patient reported globalized weakness and generalized malaise. Bd currently receiving pembrolizumab for cervical cancer treatment. Thyroid stimulating hormone (tsh) was checked and came back at 0.06. On (B)(6), t4 and t3 were checked and were 1.89 and 4.8 respectively. Endocrine was consulted for hyperthyroidism. Pembrolizumab is an immune checkpoint inhibitor used for cancer treatment, and a significant adverse drug reaction (adr) caused by this medication is hyperthyroidism. Due to being on immunotherapy, endocrinology believed bd's thyroid function test was consistent with thyroiditis and held on starting methimazole. Based on recommendations from endocrinology, patient was advised to follow up with endocrinology outpatient.